Manufacturer narrative:
Manufacturing site: (B)(4). The reported astato xs 40 was returned for evaluation. The coil of the returned astato xs 40 was found fractured at the mid solder (set at 15mm from the tip for the purpose of fixing the coil onto the core). The core was found fractured at approximately 11mm distal to the mid solder. Observation by scanning electron microscope (sem) found helical marks on the core shaft near the fracture end and a pattern of concentric circles on the flat fracture surface of the core. These findings indicated that torsion had contributed to the observed fracture of the core. Measurement of the returned astato xs 40 suggested that approximately 15mm of the coil with the tip solder (ball tip) and approximately 4mm of the core were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on the guide wire when the wire tip was being caught by the calcium. The accumulated stress would exceed the product's design limit, and therefore, make the core fracture. As tensile stress generated with removal was further applied, torsion generated when the coil was pulled and straightened made the coil fracture at the mid solder where the coil was fixed. Consequently, the tip of the astato xs 40 guide wire was separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a heavily tortuous, heavily calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). When torquing an asahi astato xs 40 guide wire to cross the lesion, severe calcium was encountered just before the lesion and the wire tip became trapped. The coil segment of the astato xs 40 was separated and remained in the false lumen. The physician decided not to remove the separated wire tip and just leave it in situ. Two new astato xs 40 guide wires were then used and the tips of both wires had fractured like the first one. The guide wire was replaced with a non-asahi guide wire, which had also fractured. A 0.018-inch device system was then used to resume the procedure. The procedure was successfully completed with reestablished blood flow achieved by stenting. The patient was fine without problem after the procedure. The first astato xs 40 is reported as MFR report #: the second astato xs 40 is reported as MFR report #: 3003775027-2022-00108. The third astato xs 40 is reported as MFR report #: 3003775027-2022-00109.